Event description:
Reporter indicated that after the vns implant, the pt developed an infection at the generator site. The infection was treated with antibiotics and it reportedly cleared. It was further reported that the lead was visible at the neck incision. The generator and lead were explanted. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of device.